Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found the instrument was confirmed to fail the continuity test. The housing was removed and the conductor wire was lightly tugged. The wire appeared to be intact at the proximal end. The main tube was disconnected from the chassis and distal end broken. Once the main tube was removed, the broken conductor wire was revealed at the distal end. Thermal damage was observed to the shrink tubing where the conductor wire broke. The probable root cause of a broken conductor wire at the distal end is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. The probable root cause of thermal damage is typically attributed to conditions during use.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the single site permanent cautery hook instrument (pch) was found to have defect cautery function. The procedure was completed with no reported patient injury.